Event description:
The pt reported she is not receiving adequate stimulation from any of her scs system programs. The pt also reported she is receiving stimulation in her rib cage. There is no add'l info available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.